Manufacturer narrative:
This product is registered as a combination product.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that right ventricular lead was over-sensing noise. The noise caused pauses in ventricular pacing. All other measurements were within limits and x-rays revealed no anomalies. On (B)(6) 2020, the patient presented in clinic and programming changes were made. The patient was seen again on october 28, 2020, and oversensing of noise continued that were causing pauses in pacing. Programming changes were done and the physician considered lead revision. The patient was in stable condition.